Event description:
The patient reported, that he was experiencing more pain than before he got his pump implanted. The patient stated, that the hcp had changed the medication in the pump a few times and had also increased the dose. The hcp reported, that during a study (date not reported), it was noted that the patient's pump had migrated, and it would need to be re-implanted. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates fentanyl.

Manufacturer narrative:
.